Manufacturer narrative:
The complaint device is not available for a physical evaluation and therefore a root cause for this failure cannot be discerned. A batch record review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Associated medwatch # 1221934-2016-10070; 1221934-2016-10071. (B)(4).

Event description:
Three anchor were used during the rotator cuff repair. When the sutures were tied they became thinner and thinner and ultimately ripped. The thread has not been close to a sharp edge of the bone or close to another sharp instrument. The surgical nurse antje said they could see how the thread got thinner over time. Surgery was continued with another thread, procedure was prolonged for about one hour.